Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax requiring placement of a chest tube and hospitalization. The biopsied lesion was a fissural nodule, 0.8 cm in size, and located in the right lower lobe. Imaging modalities included c-arm fluoroscopy and radial endobronchial ultrasound (ebus). Staging using ebus was not performed. Per the physician, the patient experienced a large right pneumothorax post-bronchoscopy measuring about 4.5 cm in size at the apex and more than 3 cm laterally. The physician believed a pneumothorax could have potentially occurred using a different biopsy modality. A 13 french chest tube was inserted to resolve the pneumothorax. The diagnosis obtained from pathology was metastatic tumor (malignant). The patient was hospitalized for 5 days then discharged home and will be treated with chemotherapy. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.